Event description:
It was reported that during a da vinci-assisted right hemicolectomy procedure the sureform 60 stapler instrument successfully fired a sureform 60 black reload. Another sureform 60 black reload was then fired across the previous line and the tissue was pushed instead of being cut, creating malformed staples. The surgeon removed the sureform 60 stapler instrument and installed a sureform 45 stapler instrument with a black reload. The sureform 45 was then fired in the same spot across the successful staple line and the tissue was pushed instead of being cut again. On 26-oct-2021, the intuitive surgical inc. (Isi) clinical sales associate (csa) was contacted and additional information was obtained about the complaint: the csa was not present during this procedure but became aware of the reported stapler events by the surgeon of the procedure post-operatively. This event occurred during the end-to-end anastomosis after the sureform 60 stapler successfully finished a staple line. The surgeon fired on top of this line with the sureform 60 and the tissue was pushed without being cut. There were malformed staples. The surgeon replaced the sureform 60 with a sureform 45 and stapled over this line again and the tissue was pushed without being cut. Again, there were malformed staples observed. The surgeon then converted the procedure to laparoscopy and used a third party stapler instrument to fire over the three previous sureform lines successfully. The surgeon did not report any further complications, patient injuries, or post-operative events to the csa. Isi performed multiple follow-up attempts to obtain additional information. However, as of the date of this report, no further details have been received.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined to be product related. The reload and stapler instrument used during this event were returned and investigated. Isi received the sureform 60 black reload (part # 48360t-08) involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported event with this sureform 60 black reload. Upon visual inspection, the reload appeared to be used and fired. All staples deployed from the reload. No exposed component was observed. No malformed staples were returned with the reload. A review of the logs does not show any firing failures. The reload was disassembled in-house for inspection. The reload was found to have cartridge damage along the knife track. The reload was found to have a damaged blade. The blade exhibited mechanical indentations. No material appears to be missing. The root cause of these failures are attributed to the user. The reload was found to have damaged pushers. The root cause of this failure is attributed to a component failure. Failure analysis did not replicate nor confirm the reported issue with the sureform 60 stapler instrument (part# 480460-09; lot # l91210707-0020). The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The jaws opened and closed properly. The instrument clamped, fired, and unclamped successfully twice. The instrument was fired with sureform green 60 reloads. No malformed staples or incomplete firing were observed during in-house testing. A review of the logs does not show any firing failures. The root cause is non-device related factors. Failure analysis confirmed the reported event with this sureform 45 black reload (part # 48345t-01). The reload was found to have lodged malformed staples stuck in the knife track at the distal tip of the reload. The staples were removed successfully and the knife did not appear to be exposed at the tip. A review of logs showed no firing failures. The reload was transferred to isi advanced failure analysis for further investigation. Upon visual inspection, the reload was found to have blade damage and cartridge damage, likely caused by the lodged malformed staples. The root cause is typically attributed to user. The reload was also found to have pusher damage on multiple pushers along the reload. No missing material was observed. The root cause of pusher damage is attributed to a component failure. Failure analysis did not replicate nor confirm the reported issue with the sureform 45 stapler instrument (part # 480445-03; lot # t9011014-0077). The stapler was tested in-house and the instrument initialized, clamped, fired, and unclamped without any issues. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument was removed from the in-house system and retested. The instrument initialized, clamped, fired, and unclamped without any issues on both attempts. No malformed staples were observed on the test reloads. The instrument was fully functional. A review of logs showed no clamping or firing failures. The root cause is attributed to non-device related factors. An isi senior failure analysis engineer reviewed the stapler logs for the stapler used in this event and the following info was provided: ¿logs show pn 480460-09, lot l91210707-0020 was the first sureform used. It was installed 9 times and fired 9 reloads (all black). All firings were completed per the logs. First 8 firings had no pauses for compression. 9th firing had 2 pauses for compression. This instrument did not have any incomplete clamps. Pn 480445-03, lot t90191014-0077 was the second sureform used. It was installed 1 time and fired 1 reload (black). Firing was completed per the logs with no pauses for compression. This instrument did not have incomplete clamps.¿ an image review was performed by an isi clinical development engineer and the following insight was provided: ¿the attached image shows multiple staple lines (crossed and extended) on a segment of tissue. Many of the staples in the image are not fully embedded in tissue and malformed, which can occur when tissue is pushed instead of being held in place. We cannot confirm a root cause without failure analysis. However, we have previously seen some tissue pushouts similar to this that were caused by loose staples, either in the knife path or in the crotch of the stapler jaws.¿ this event is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, tissue was allegedly pushed rather than cut when a sureform 60 black reload was fired with a sureform 60 stapler instrument. The surgeon reported converting the procedure to laparoscopy to continue the procedure. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown if the initial reporter submitted a report to the FDA.